Manufacturer narrative:
On (B)(6) 2026, we found the report by searching the maude database. (B)(6) contacted the customer to ask for more information about this adverse event and has not received any reply. No batch information was provided, neither the affected device was provided. The information of the patient is not known and the use scenario was not provided, hence no testing has begun. We will provide following report when we have more information and complete the investigation.

Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a 16-2210-0 - island dressing 50/box. The patient has been receiving rit med brand of island dressing and it is irritating patient's skin. Patient says his skin is peeling off when he uses and he is bleeding. The patient says we also have medical action brand of island dressing and he wants that because it works for him.